Manufacturer narrative:
The products were sent to the facilities pathology department. This report will be updated should additional information become available or if analysis is completed.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented after receiving a shock. Upon device interrogation a code was displayed indicating there had been a long charge and charge timeout. The episode was reviewed and appeared to be all noise. The shock impedance for the delivered shock was 1 ohm. An x-ray was performed and it was found the electrode was balled up by the device. Device replacement and electrode revision was recommended. Subsequently, the system was explanted and successfully replaced. No additional adverse patient effects were reported.